Manufacturer narrative:
This report is submitted on march 5, 2024.

Event description:
Per the clinic, the patient experienced a post-operative wound infection. The patient was treated with oral antibiotics and the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2024.